Event description:
It was reported that stent dislodgment occurred. The 80% stenosed target lesion was located in the right subclavian artery. After a non-bsc sheath was used to puncture, a v-18 guidewire and a 8f guiding catheter were used to cross the lesion. A 9.0x40x135 cm express ld vascular stent was advanced; however, the stent dislodged due to tortuosity. The stent was withdrawn and the procedure was completed with a 9x37 express ld stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination was performed on the returned device, the following attributes were examined. The delivery system was returned for analysis. A visual and microscopic examination was performed on the returned delivery system. No damage or any issues were noted with the returned device that could have contributed to the complaint incident. A visual and microscopic examination identified that the stent was fully crimped and in the correct position between the markerbands on the delivery system. No damage or any issues were noted with the stent that could have contributed to the complaint incident. No damage or any issues were noted with the balloon material, tip or markerbands that could have contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that stent dislodgment occurred. The 80% stenosed target lesion was located in the right subclavian artery. After a non-bsc sheath was used to puncture, a v-18 guidewire and a 8f guiding catheter were used to cross the lesion. A 9.0x40x135 cm express ld vascular stent was advanced; however, the stent dislodged due to tortuosity. The stent was withdrawn and the procedure was completed with a 9x37 express ld stent. No patient complications were reported and the patient's status was stable.